Manufacturer narrative:
Additional MDR's associated with this event: 3025141-2017-00176: drill.

Event description:
While preparing to insert a 3.5mm cortical screw into an aculoc 2 plate, the drill broke off in the bone. The broken drill tip remains implanted.